Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer single piece lens. The tech noticed the lens was cracked when the vial was opened. There was no attempt to load the lens. No patient contact.

Manufacturer narrative:
Method: device history record review. Results: device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Date of event: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation, method - lens work order search. Results - visual inspection of the returned product found the lens is in two pieces. The optic and haptic are torn. Lens was returned in liquid. A work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).